Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence on (B)(6) 2009 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that following insertion the patient experienced pain, infection, recurrence, and dyspareunia. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that patient underwent the concurrent procedures of laparoscopy, sterilization by cautery and cystoscopy during mesh implantation.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced menorrhagia. It was reported that patient underwent endometrial ablation on (B)(6) 2012.

Event description:
It was reported that following insertion the patient experienced menorrhagia. It was reported that patient underwent endometrial ablation on (B)(6) 2012.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent stress urinary incontinence.

Event description:
It was reported that following insertion the patient experienced recurrent stress urinary incontinence.